Event description:
Additional information received reported that no action had been taken about the event. The reporter stated they did not know the patient's outcome.

Event description:
It was reported that the patient experienced an infection and skin erosion. It was noted that the device pocket was opened and treated with an antibiosis. It was further noted that the implantable neurostimulator (ins) got an antibiosis treatment and was re-implanted. It was further noted that the issue was resolved. It was noted that the patient was still receiving effective therapy and ¿currently everything was okay and the patient was doing fine.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device "tended to grow out of the pocket."